Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet became unresponsive on the ¿confirm seeing drops¿ screen during the supply change fill tubing process and required a remote restart through the ilet mobile app; after restart, the device resumed normal operation and the supply change was completed, consistent with a touchscreen/key input issue on the ilet interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem affecting user input responsiveness associated with the touchscreen interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.